Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her previous insulin pump had a loose drive support cap. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner, cracked belt clip slot and cracked battery tube threads. No loose drive support cap anomaly noted.